Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1) what were the indications for the procedure? 1. This is a patient who was seen by a multidisciplinary team (sus), where the procedure was authorized due to her bmi. 2) what is the surgeon¿s experience with the device? He has performed more than 200 surgeries using the ats. 3) does the surgeon typically use the ats for this procedure? If he used this stapler for bariatric surgeries, sus, contract. 4) if he used this stapler for bariatric surgeries, sus, contract. I didn't understand the question. Firing? No. 5) please provide mor information on " staple line appeared to be "flat". What is meant by "it was necessary to reinforce the staple line due to overlapping tissue"? The staple line, according to the surgeon, had bleeding points, and the staple line needed to be reinforced due to the bleeding. 6) please provide a time line of events. What medical or surgical intervention was attempted prior to the patient's death? Before the incident, a product complaint was filed due to (B)(6) case. And the surgeon requested that the ats be replaced with echelon. 7) what was the cod? We were not notified. 8) does the surgeon believe the difficulties with the device contributed to the patient's death? If so, why? The surgeon has no difficulty with the ats. 9) is there an autopsy report available? No. 10) is the surgeon interested in speaking with ethicon's medical and engineering team? Not at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an video laparoscopic procedure about the patient's death, which occurred in the early hours of the same day. To date, the cause of death has not been confirmed. A fast ultrasound exam was performed, which identified free fluid in the suprapubic region. It was reported that the death occurred in the ICU. After the third and final stapling stage to complete the new stomach, using the load, it was necessary to reinforce the staple line due to overlapping tissue. It was observed that the staple line appeared to be "flat". During the methylene blue test, a leak was identified in the anastomosis region, specifically in the suture performed by the doctor, a new suture was performed and the surgery was completed. According to information, the patient presented an incident in the ICU, and died after two respiratory arrests, a fast ultrasound was performed, showing free fluid in the suprapubic region.